Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. Isi did receive the iesu involved with this complaint to perform failure analysis. Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, fa found the top cover and the front bezel in decent condition. The unit was tested using a known good system and during startup, the unit displayed m-02-3 and later turned into m-02 in error log. The probable root cause of error m-02 is attributed to a faulty component of the iesu. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. Based on log review the fault may be related to a relay failure.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the erbe generator was not working and had numerous errors popped up. No troubleshooting was performed during the call. The caller advised they have a covidien force triad generator in the room if needed. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.